Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections; a break was identified 55mm proximal to the tip. The detached section of the shaft was received on a 0.032in guidewire. It was also noted that the balloon was ruptured and there was dried blood on the balloon material. A visual examination of the returned device identified a longitudinal tear with a complete circumferential tear in the balloon material. The circumferential tear was identified 62mm proximal to the tip and the longitudinal tear extended distally for 45mm. The shaft was broken 55 mm proximal to the tip. There was evidence of material resistance at both break sites. A visual examination found that the shaft was severely stretched and tapered down at the proximal break site. Additionally it was noted that the shaft was severely kinked at various positions along its length most notably 20mm distal to the manifold. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in a previously implanted stent in the aorta. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced to the lesion. The balloon was inflated however the balloon ruptured "straight through" and withdrawal of the device was impossible. Surgical removal of the balloon material was required. No further patient complications were reported.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in a previously implanted stent in the aorta. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced to the lesion. The balloon was inflated however the balloon ruptured "straight through" and withdrawal of the device was impossible. Surgical removal of the balloon material was required. No further patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).